Event description:
Edwards received notification that this patient with a 7300tfx31 valve implanted in mitral position was placed under consideration for redo surgery due to valve degeneration leading to stenosis after an implant duration of eight (8) years. As reported, no other information on whether the redo surgery had already been performed or about valve performance and/or patient symptoms was provided by customer.

Manufacturer narrative:
H11 additional narrative: full series CT were provided and reviewed, showing surgical prosthesis in the mitral position. As per review, "it was difficult to reliably comment upon leaflet motion, no obvious calcifications". The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Added information to section h6 (type of investigation), updated section h6 (investigation findings) and h6 (investigations conclusions), corrected data h6 (impact code): 4627 (device explantation) replaces 4648 (insufficient information). H11: additional manufacturer narrative: despite repeated attempts to receive further information regarding the device, no additional information on device current location was given. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years.